Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields initial reporter title, initial reporter first name, initial reporter last name, initial reporter facility name, initial reporter address 1, initial reporter city, initial reporter state, initial reporter zip/post code, initial reporter phone (e1), and health professional? (E2) and occupation (e3), in section e - initial reporter. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a patient death occurred. During a concomitant pulse field ablation procedure, a versacross large access was selected for use. A baseline effusion was noted prior to transseptal. Once groin access was obtained, there was difficulty ascending the femoral vein and crossing transeptal. Transeptal was sudden and visibility was poor. The physician flossed with the versacross large access. However, the faradrive sheath could not go across. So, it was attempted with the faradrive dilator and trusteer dilator, then was able to cross with faradrive. The pressure dropped a few times at transeptal during flossing. The pressure was treated. The physician used intracardiac echocardiography (ice) to watch for effusion while ablation. It started growing when ablating right veins. A pericardiocentesis was done after finishing ablation. One liter was drawn and patient was stabilized. Later, the patient passed away in the intensive care unit (ICU) from complications. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient death occurred. During a concomitant pulse field ablation procedure, a versacross large access was selected for use. A baseline effusion was noted prior to transseptal. Once groin access was obtained, there was difficulty ascending the femoral vein and crossing transeptal. Transeptal was sudden and visibility was poor. The physician flossed with the versacross large access. However, the faradrive sheath could not go across. So, it was attempted with the faradrive dilator and trusteer dilator, then was able to cross with faradrive. The pressure dropped a few times at transeptal during flossing. The pressure was treated. The physician used intracardiac echocardiography (ice) to watch for effusion while ablation. It started growing when ablating right veins. A pericardiocentesis was done after finishing ablation. One liter was drawn and patient was stabilized. Later, the patient passed away in the intensive care unit (ICU) from complications. The device is not expected to be returned for analysis (disposed).